Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection unscrews from the infusion set tubing. The reported issue did not impact the customer's blood glucose level. Reportedly, the customer's health care provider prescribed an alternate pump for insulin therapy.